Event description:
It was reported that the ventilator failed internal leakage and safety valve tests during pre-use check and generated an alarm indicating a communication error. The received logs also contain a technical error indicating patient category mismatch between breathing and monitoring subsystems. There was no patient harm. (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage and safety valve tests during pre-use check and generated an alarm indicating a communication error. The received logs also contain a technical error indicating patient category mismatch between breathing and monitoring subsystems. The field service engineer arrived at the site to check and found deposits and traces of liquid on two printed circuit boards (pcb). After cleaning the main back-plane and pneumatic back-plane pcbs, the ventilator passed pre-use check and worked as expected. No part was replaced. No further problems have been reported. A returned picture clearly shows deposits/corrosion and a burn mark on the pneumatic back-plane pcb. Several other pcbs are connected to the mentioned boards and deposits may led to short circuit and different technical errors. The evaluation of received device logs confirms the reported technical codes on (b(6) 2020, seemingly during ventilation, which will be used as the date of event. Ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction. Alarms will be generated. If the fault condition exist, it will be detected during pre-use check. The conclusion is that the reported problem was caused by deposits/corrosion on pcbs. After cleaning and reseating the pcbs, the ventilator worked as expected. The origin of the liquid/corrosive substance has not been determined.